Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump has cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading is unknown. The customer stated that insulin is squirting out during the manual prime process. The customer was advised to disconnect from the pump. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.